Manufacturer narrative:
(B) (4).

Event description:
It was reported that while the ventilator was connected to a pt two technical error codes were generated indicating disabled valves and a control circuit board communication failure with the monitor printed circuit board. (B) (4). (B) (4).